Manufacturer narrative:
The marksman has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a procedure, a flow diversion device was advanced through a marksman with difficulty. The device eventually became stuck and could not be pushed out. After removal, the marksman was found to be broken. The patient underwent embolization treatment for an aneurysm. The vessel was observed normal tortuous. There were any patient symptoms or complications associated with this event. No patient injury was reported. The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
The marksman returned within its outer carton; inside of a biohazard plastic bag and a shipping box. There was no pipeline flex delivery system returned with the device. When compared to the drawings the total and usable lengths of the catheter were measured to be within specifications. The catheter tip and the marker band were examined; and no damages were found. The catheter body appeared to be flattened at 4.0cm to 9.5cm from the distal tip. The catheter body found to be accordioned at 20.0cm to 30.5cm from the distal tip; and 5.0cm to 7.5cm from the proximal end of the hub. No flash or voids molded were observed in the hub. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel could pass through the catheter hub and tip with no issues; however, resistance was observed at the damaged locations. No other anomalies were observed. Based on the analysis findings, the marksman catheter was confirmed to have resistance during delivery as the returned catheter found to be stretched and accordioned; but still intact. No separation was found with the returned catheter. From the damages seen on the catheter body (stretching and accordioning); it appears there was high force used. It is likely these damages occurred when the customer attempted to navigate the pipeline flex through the marksman catheter against the resistance. Since the pipeline flex delivery system was not returned; any contribution from the pipeline flex delivery system to the issue could not be determined. There was no device malfunction or non-conformance to specifications identified that led to the resistance during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.